Event description:
It was reported that a patient, underwent an atrial fibrillation (afib) procedure with a preface sheath and a brim cap detached issue occurred. The cap of the preface was detached. The issue was resolved by changing the sheath. The procedure was completed without patient consequence. Upon request, additional information was provided on the event. It was unknown if the preface sheath was inside of the patient when the issue occurred. The brim cap being detached is indicative of a reportable event.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation (afib) procedure with a preface sheath and a brim cap detached issue occurred. The cap of the preface was detached. The issue was resolved by changing the sheath. The procedure was completed without patient consequence. Upon request, additional information was provided on the event. It was unknown if the preface sheath was inside of the patient when the issue occurred. Upon receipt, the device was visually inspected and brim cap was detached from the molded hub. In addition, the sheath introducer presented a kinked condition around 12 cm from the distal end. The vessel dilator was not returned by the customer. Then per the reported event, the brim cap was attached to the molded hub and a lab sample vessel dilator was inserted/removed through the sheath introducer and the brim cap and gasket remained snapped. In addition, the ring hub outer diameter was measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, it remains unknown how the brim cap detachment occurred.